Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). The device was returned for analysis. Visual and microscopic inspection of the device presented multiple severe kinks in the wire. The rotawire was able to pass through the related rotapro device but with resistance due to multiple severe kinks in the wire. Dimensional inspection revealed that the overall dimension (od) of the distal tip, middle of the device, proximal section and the overall length were within the specification.

Event description:
It was reported that the procedure was cancelled/rescheduled. The target lesion area was located in the left anterior descending artery. A 1.50mm rotalink burr, rotalink advancer and 330cm rotawire were selected for use in percutaneous coronary intervention procedure. During the procedure, it was noted that the burr got stuck with the guidewire during burr advancement and the procedure was cancelled due to this event. Both the wire and the burr were directly and completely removed from the patient's body. There were no patient complications reported and the patient is stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was canceled/rescheduled. The target lesion area was located in the left anterior descending artery. A 1.50mm rotalink burr, rotalink advancer and a 330cm rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the burr got stuck with the guidewire during advancement. Both devices were completely removed. However, the procedure was not completed as the patient transferred to another facility. There were no patient complications reported and the patient is stable.